Manufacturer narrative:
On (B)(6) 2017 an ortho field engineer (fe) arrived at the customer site and found wash station with slight leak and gripper not holding cards straight. Fe replaced wash station and gripper. Fe also replaced the syringe and probe, and performed all required adjustments. Gel camera brightness at 113 (range 101-128). Customer ran controls and expected results were achieved. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Account reports a (B)(6) antibody screen on the provue. Patient originally presented at a (B)(6) hospital and antibody screen was (B)(6). No details about this testing provided except to state it was (B)(6). Patient then was transferred to this hospital who performed antibody screen x2 (test was repeated for troubleshooting purposes) on the provue. Both times, the antibody screen was (B)(6) - both screening cells were (B)(6) and looked (B)(6) when cards were examined by the naked eye. Since screen was positive at the (B)(6) facility account repeated testing with the same lot of (B)(6) in manual gel. Screen was now (B)(6). Account performed antibody ID in manual gel and anti-(B)(6) was identified. Patient did get 2 units of blood but antibody ID was performed by this time and only (B)(6) (B)(6) units were selected. No incorrect or erroneous results were reported as a result of this incident.